Event description:
It was reported that the customer was hospitalized because her daughter could not control her diabetes. The mother stated that this has been occurring for about fourteen months, and she is seeking mental treatment to help her keep control of her diabetes. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.